Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely calcified vessel. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the ivus catheter was inserted with the imaging turned off, it became stuck at the lesion part. The entire system was removed, and it was confirmed that the ivus catheter was kinked. The procedure was completed with another of the same device. No patient injury was reported. However, returned device analysis revealed that the tip was detached,

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the tip was damaged. Microscope inspection revealed the tip was detached and the guidewire exit port was damaged. Impedance test shows an electrical open at distal end of the catheter between 0-10 cm from the distal housing. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the tip was damaged. Microscope inspection revealed the tip was detached and the guidewire exit port was damaged. Impedance test shows an electrical open at distal end of the catheter between 0-10 cm from the distal housing. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
Reportable based on device analysis completed on 08mar2024. It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely calcified vessel. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the ivus catheter was inserted with the imaging turned off, it became stuck at the lesion part. The entire system was removed, and it was confirmed that the ivus catheter was kinked. The procedure was completed with another of the same device. No patient injury was reported. However, returned device analysis revealed that the tip was detached, it was further reported that the tortuosity of the target lesion was severely tortuous.